Event description:
A pt service representative (psr) contacted zoll customer support while fitting a (B)(6) male pt to report that the pt's monitor was displaying code 204 and was continuously re-booting. The pt was fit with a fully functional monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (continuously rebooting) was confirmed. As received, the unit reset after 10 minutes. Upon evaluation, there was poor solder joints on all pins of component u413, the can controller. The cause of the constant reboots is a disruption in communication between the monitor and the electrode belt. The cause for the disruption in communication is the poor solder joints on the can controller. The root cause of the poor solder joints cannot be positively identified but is likely an assembly error. No adverse event resulted from the defective component. The pt received a replacement electrode belt.